Event description:
The lay user/pt contacted lifescan alleging that the product was having strip insertion issue, which was unresolved with troubleshooting. The pt stated that she experienced symptoms of low before the alleged issue began. The pt reportedly took no diabetes treatment actions following the issue and did not receive/ require any medical treatment for the diabetes. However, there is no evidence that the alleged meter contributed to a serious injury.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.